Manufacturer narrative:
Ref natus complaint# (B)(4). The affected device was not returned. No cart serial number provided, unable to review DHR. No related capas. Pages 2-6 and 2-12 in the natus ergojust ltm and ergojust ICU cart instructions for use document provide specific instructions on the multiple locking positions of the cart's wheels and how the cart should be properly transported the cart needs to be in the lowest position to move and any modifications need to be done by "natus approved installers". Investigation results: issue previously investigated on (B)(4). Per field service's evaluation on (B)(4), no fault was found with the wheels of the cart. Complaint details were reviewed by natus engineering for case (B)(4) who recommended adding another 3-function caster instead of a standard locking caster. Request has been escalated and currently in progress. Eco# (B)(4) released 23 oct 2024 to address castor issue. It notes the following: the casters are all currently on the cart and are interchangeable as locking casters. Changing to two directional locking casters instead of one will make the cart easier to push around corners. No change to how the cart functions or the iec 60601 sliding test as all the caster still lock. Implementation notes: plan to order extra directional locking casters to be able to replace a standard locking caster with a directional locking caster for carts. Failure confirmed: no. Investigation result code: neuro sbu/product not returned. Complaint will be included in trending data for further review.

Event description:
Ergojust desktop cart - injury from pushing cart - awkward to push. The customer states: we continue to experience concerns around pushing of the eeg carts. We have one staff member that is currently with a wcb claim and undergoing treatment, (received medical care by physician, physiotherapist). The staff find the carts are heavy to push and find themselves getting sore backs after pushing them around for about a week.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Customer responded to potential ae questionnaire and provided a picture of the affected cart. Incident did not occur during a procedure, eeg technican was pushing cart around. Customer stated the issue was the same with all carts, no specific serial number provided. Customer did not answer if they would return the cart. Per (B)(4) rev 73 xltek eeg/psg risk analysis spreadsheet. Hazard ID - 6.6 ergonomic design of system results in repetitive stress injury. Effects (harm) muscle / tendon damage, bursitis numbness. The hazards identified have been reduced as far as possible, and the residual risk for these hazards are categorized as having an rba rating of medium due to the nature of the hazard. Hazards have associated warnings disclosed in the IFU. Risk outweighed by benefit of use of device. Engineering change order - eco#44325 was generated to address this further and notes the following: the casters are all currently on the cart and are interchangeable as locking casters. Changing to two directional locking casters. Instead of one will make the cart easier to push around corners. No change to how the cart functions or the iec 60601 sliding. Test as all the caster still lock. Implementation notes: plan to order extra directional locking casters to be able to replace a standard locking caster with a directional locking caster for carts. Furher review to be carried out.

Event description:
Ergojust desktop cart - injury from pushing cart - awkward to push. The customer states: we continue to experience concerns around pushing of the eeg carts. We have one staff member that is currently with a wcb claim and undergoing treatment, (received medical care by physician, physiotherapist). The staff find the carts are heavy to push and find themselves getting sore backs after pushing them around for about a week.

Manufacturer narrative:
Follow up report 002 ref natus complaint#(B)(4). Correction to section d suspected medical device: corrected to ip-hd-ec-video-ext.

Event description:
Ip ptz hd ergojust video extension - injury from pushing cart - awkward to push. The customer states: we continue to experience concerns around pushing of the eeg carts. We have one staff member that is currently with a wcb claim and undergoing treatment, (received medical care by physician, physiotherapist). The staff find the carts are heavy to push and find themselves getting sore backs after pushing them around for about a week.